Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation coverage. The external devices are unable to communicate with the ipg. A new charger was sent to the patient but it was also unable to communicate with the ipg. The charger indicates there is an ipg error. It is unknown when the ipg was last charged. The patient will consult with a surgeon to replace the ipg.